Event description:
The reporter indicated that an evo implantable collamer lens was implanted into the patient's eye on an unknown date. Refractive surprise was reported. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim #: (B)(4).